Event description:
Circulator removed surgical drapes at the end of the case and noted the thigh tourniquet on patient's right leg had "curled" up onto itself and was "hard and crunchy". No injury to the patient noted.